Event description:
It was reported the device had no pacing output. The patient presented to the hospital emergency post syncope. The patient had experienced an in-hospital asystolic episode followed by vt that required resuscitation and placement of a temporary pacing wire. It was reported the cardiologist found no reason for the collapse. When the patient was stabilized, the device function was checked and found to have no abnormalities. A slightly high ventricular threshold of 1.5 volts @ 0.4 ms (however the outputs had adequate safety margin) and lead no capture were reported. The lead was capped and replaced. The device was checked again and its function was found to be normal, but it was reported that in the best interest of the patient, the device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) battery depletion-normal. (B) (4) no anomalies found. Distal segment of the lead was returned and analyzed.